Manufacturer narrative:
H3: product analysis # (B)(4), part # 2161000, lot # nm16l036. Visual and optical inspection confirmed the attachment end of the inserter outer body is worn from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that while implanting a pivox cage during a spinal procedure, there was a broken inserter tip and a broken inner shaft of the inserter. The cage was approximately one-quarter of the way inserted at a roughly 20-degree angle when the inserter tip on the inner shaft snapped. The cage was able to be pulled out, but there were no other insertion options available, which required the use of a competitor¿s olif cage and inserter. The competitor¿s inserter functioned without issue. This situation caused a delay of 10-15 minutes while a competitor¿s set was mobilized. The patient experienced a delay in the procedure. There were no patient symptoms or complications reported as a result of this event. Additional information received from the manufacturer representative that the delay was less than 60mins.